Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented through merlin.net transmission, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made during the device check. The patient was stable.